Manufacturer narrative:
H3: product analysis of part # 3992208 ; lot # h5682501 analysis summary: visual and optical inspection confirmed only the top portion of the spacer was returned. It appears the space broke due to excessive force placed on the implant during the removal process. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event happened during intra-op of the reported product. The procedure was mentioned as l5/s plif. It was reported that, cage was placed on the left l5 / s, the cage was too deep, so they made an attempt to return it, but it was too tight to return. They tried it again with a slap hammer concomitantly, judged that the cage was in a good position, and when they removed the implant holder, a part of the broken implant stuck. There was no delay in procedure reported as a result of product malfunction. The broken piece of cage was left inside the patient. There was no abnormality found with implant holder involved in this event. There was no revision surgery planned to retrieve the broken cage from patient body. There was no additional treatment or surgery performed as a result and no symptoms to patient or physician were reported. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.